Event description:
It was reported the patient experienced pain at the ipg site. In turn, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was relocated to address the issue. Durning the procedure, an extension was also replaced for reason unknown.

Manufacturer narrative:
Date of event is estimated. E1: reporter phone number: (B)(6). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: additional information indicates that no surgical intervention was taken on the extension. As there is not allegation against the device.

Event description:
Additional information indicates that no surgical intervention was taken on the extension.